Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the tip of the seal plate on jaw a was lifted/damaged. It was reported that there was alarm activation, a component disengaged and the device stopped working. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue likely occurred due to a drop or during the insertion or extraction of the device jaw from a trocar instrument. It was also reported that the handpiece had inadequate/partial sealing. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: carefully insert and withdraw the instrument through the cannula to avoid damage to the device and or injury to the patient. Close jaws using device handle before insertion/extraction in the trocar. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: lxmj37s, maryland xp inline sealer/divider 37cm (lot#:32200316x), vlft10gen, vlft10gen ft series energy platformx1 (serial#:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the handpiece had inadequate/partial sealing. There was evidence of energy delivery and end tones were heard. The handpiece was able to make 50 seals before the issue happened. It was used on mesentery tissue with normal thickness. The seal plate at the tip of one jaw became visibly detached, surgeon kept experiencing regrasp alert subsequently and was not able to seal well. Jaws and sea plate were cleaned using only wet gauze whenever there was an opportunity. They replaced it with another handpiece but the replacement suffered the same issue. Another handpiece was used with the same generator and it worked fine. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic whipple procedure, the handpiece had inadequate/partial sealing. There was evidence of energy delivery and end tones were heard. The handpiece was able to make 50 seals before the issue happened. It was used on mesentery tissue with normal thickness. The seal plate at the tip of one jaw became visibly detached, surgeon kept experiencing regrasp alert subsequently and was not able to seal well. Jaws and sea plate were cleaned using only wet gauze whenever there was an opportunity. They replaced it with another handpiece but the replacement suffered the same issue. Another handpiece was used with the same generator and it worked fine. There was no patient injury.